Manufacturer narrative:
Tw # (B)(4) updated sections. A lot of history record review was completed for lots 3000425073, 3000425740, and 3000422235 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shears stopped working during a case. They were using the device and had pretested the hp2 shears on a saline-soaked sponge prior to first use. They were able to activate the device to cut the first branch but the device stopped working during the activation of transecting a branch. The jaws would heat up and start to partially seal the first branch they approached and then suddenly stop working despite all other troubleshooting efforts. They tried swapping the hp2 extension cable and it didn't work they proceeded to problem solve by exchanging the generator and adaptor, it still didn't work. Their colleague was finishing taking vein so they used their colleague's device to complete the radial harvest. There was a delay. No harm.